Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: triathlon pkr femur #5 rm/ll; cat# 5610-f-502; lot# iipv. Triathlon pkr baseplate #4 rm/ll; cat# 5620-b-402; lot# jbzpa. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient had a uni pkr (B)(6) 2013. Patient pain and diseased progressed to the other compartments. He was scheduled for a conversion to a total knee. June 12, 2017 - company rep reported that the surgeon mentioned that the devices that were explanted did not show any noticeable wear. The doctor noted components were well fixed and in good condition. The patient's arthritis progressed and was the cause of his pain.